Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was transferred to the ICU for tracheal intubation ventilator assisted due to type ii respiratory failure, while strengthening anti-infection treatment. In the ventilation process, the ventilator intermittently indicated that there was a leak, and after the balloon was inflated it improved. Tracheal intubation was removed and the balloon was found to be severely leaking. It was reported that the treatment was extended.